Event description:
Baxter (B)(4) received a report that an infusor had backflow for the filling port during filling. The device was being filled with a solution of fluorouracil. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained 100ml of fluid in the bladder. To verify the reported condition the fill port cap was removed. Upon removal a rapid back-flow (leak) was observed at the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a particle of glass under the check band. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.